Event description:
It was reported that while in the intensive care nursing department, a device experienced constant upstream occlusion alarms. It was also reported that there was no patient incident.

Manufacturer narrative:
(B)(4). The device was received by baxter. The device evaluation is in progress. When complete, a supplemental report will be submitted.